Manufacturer narrative:
Other applicable components are: product ID: 977a160, serial #: (B)(4), product type: lead. Product ID: 977a160, serial #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for degenerative disc disease and degenerative disc disease. It was reported that the patient¿s implantable neurostimulator (ins) was removed two years prior to the report because ¿it felt like a cat was purring inside of them¿. The original leads remained implanted. There were no reports of device issues or allegations. There were no further complications reported or anticipated.